Manufacturer narrative:
H3 device evaluation summary: updated due to part return medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, this 980 ventilator had smoke coming out of the ventilator followed by a burnt plastic smell and reportedly the graphical user interface (gui) display was noticed to be flashing.  The device was available for evaluation. As ¿the service personnel (sp) inspected the ventilator and found the gui flashing along with thermal damage and replaced the direct current (dc)-dc converter printed circuit board assembly (pcba), bd power distribution pcba and the breath delivery (bd) power controller pcba. Additionally, sp found that the battery had a red light indicator on and replaced the battery. The ventilator passed all the calibrations and tests per the manufacturer's specifications at the time of service. The battery was not returned to medtronic for further analysis. The bd power controller pcba was returned to medtronic for further analysis. The component was visually inspected and functionally tested with no malfunction or product deficiency observed. One dc-dc converter pcba was returned to medtronic for a failure investigation. Visual inspection found a damaged capacitor c10 with thermal residue around it. One bd power distribution pcba was returned to medtronic for a failure investigation. Visual inspection found a damaged resistor (r6) on the power distribution pcba. The cause of the event was isolated to a faulty dc-dc converter pcba and bd power distribution pcba. There are existing previous internal investigations regarding these issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, this 980 ventilator had smoke coming out of the ventilator followed by a burnt plastic smell and reportedly the graphical user interface (gui) display was noticed to be flashing.  The patient was removed from the ventilator and placed on an alternate ventilator with no injury reported.

Manufacturer narrative:
H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, this 980 ventilator had smoke coming out of the ventilator followed by a burnt plastic smell and reportedly the graphical user interface (gui) display was noticed to be flashing.  The device was available for evaluation. The service personnel (sp) inspected the ventilator and found the gui flashing. Sp checked and found burnt components on the direct current (dc)-dc converter printed circuit board assembly (pcba), breath delivery (bd) power controller pcba and bd power distribution pcba. To solve the issue, sp replaced the dc-dc converter pcba, bd power controller pcba and bd power distribution pcba. Additionally, sp found that the battery had a red light indicator on and replaced the battery. The ventilator passed all the calibrations and tests per the manufacturer's specifications at the time of service. The likely cause of the event was isolated in the field to a fault in dc-dc converter pcba and/or bd power controller pcba and/or bd power distribution pcba. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. The event is included in a trending and monitoring plan. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.